Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported: "non-plausible measurement reading." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements. The unit was determined to be functioning as designed.

Event description:
The customer reported: "non-plausible measurement reading." No consequences or impact to patient were reported.